Event description:
A malfunction alarm was reported with the pump during its operation, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.